Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported that the wash concentrate bottle was leaking from the lid on the lx20 pro instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and replaced the float switch on the wash concentrate canister. Fse cleaned the dried-up wash concentrate, primed the instrument and checked for leaks. Fse reported that the repair resolved the issue. Repair was verified per established procedures.